Event description:
It was reported the patient felt zaps, not full shocks at the device site. It was further noted the device could not be read while the patient was lying down, but could be read when they sat up. The patient also mentioned the lead could be the cause of the positional reading of the device because it has high thresholds and may use up the battery too fast. The system remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the device was returned, analyzed and no anomalies were found. (B)(4) : the distal segment of the lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor and the inner insulation was kinked/buckled. The outer insulation was melted, had cosmetic metal induced oxidation, and had cosmetic environmental stress cracking. The helix was distorted/bent and there was blood in/on the helix. The lead was stretched and there was apparent explant damage. .

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported the patient felt zaps, not full shocks at the device site. It was further noted the device could not be read while the patient was lying down, but could be read when they sat up. The patient also mentioned the lead could be the cause of the positional reading of the device because it has high thresholds and may use up the battery too fast. It was later reported that there was noise, shrinking r-waves and high impedance on the lead. The lead was explanted and replaced. During the lead extraction, it was noticed that the device was scratched near header and dented. The physician was concerned about possible header damage and elected to explant and replaced the device. No patient complications were reported as a result of this event.

Event description:
It was reported, the patient felt zaps, not full shocks at the device site. It was further noted the device could not be read while the patient was lying down, but could be read when they sat up. The patient also mentioned the lead could be the cause of the positional reading of the device because it has high thresholds and may use up the battery too fast. The system remains in use. No patient complications were reported as a result of this event. It was later reported that there was noise, shrinking r-waves and high impedance on the lead. The lead was explanted and replaced. During the lead extraction, it was noticed that the device was scratched near header and dented. The physician was concerned about possible header damage and elected to explant and replaced the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.